Event description:
While attempting to place a bravo ph capsule, the bravo capsule prematurely dislodged in the patient's mouth. The capsule was removed and another capsule was calibrated and inserted.